Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "long-term results of shoulder resurfacing hemiarthroplasty: poor functional outcomes in rotator cuff deficient patients" written by thomas a. Fortney, kathleen a. Leinweber, chad y. Lewis, andrew j. Holte, adriana p. Lucas, and john-erik bell published by science direct was reviewed. The article's purpose was to compare the medium to long term subjective and functional outcomes of resurfacing hemiarthroplasty performed for rotator cuff arthropathy versus other indications. The data was compiled from 84 shoulders in 77 patients. Implants utilized in the resurfacing were depuy and non depuy. The article indicates 8 shoulders were revised to reverse shoulder arthroplasties due to the patient reaching active forward elevation (afe) of greater or equal to 90 degrees which is a range of motion. The article reports some experienced less range of motion than prior to the resurfacing indicate loss of range of motion. Table v provides patient identifiers of those 8 shoulders and patient #2 is the only patient with depuy products. Cement manufacturer is not identified. Depuy product: global cap. Adverse event: patient no 2 is (B)(6) yo male revised to reverse total shoulder arthroplasty due to loss of range of motion post resurfacing hemiarthroplasty.